Manufacturer narrative:
Correction: please retract this report 2017865-2021-24062, the same issue was previously reported as 2017865-2021-24149.

Event description:
It was reported the patient presented to the emergency room with muscle stimulation in their chest. A chest x-ray was completed to reveal the atrial lead was dislodged. There was no capture in the atrium, no p wave sensing and muscle stimulation. The lead was explanted and replaced. The patient was stable.